Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.

Event description:
A customer reported that an error 4 message was displayed on their freestyle flash meter during the insertion of a test strip. The customer also observed the low battery and booklet icon. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.